Event description:
Information received a smith medical ventilators/pneupac ventilators ventipac malfunctioned. Reported air is leaking and gauge is off. Inspiratory knob is catching on something. Event occurred during testing and no patient involvement.